Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9734477rg02. A medtronic representative went to the site to test the equipment. Testing revealed that the computer failed. Computer replacement is pending customer approval. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the system can't boot up after being powered on. No further information was provided. No patient involved.